Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their jaw has locked and they cannot open their mouth wide and it shifts side to side, this started when they switched to their fourth set of aligners. Provided tmj/tmd and jaw comfort information. Requested additional information from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.